Manufacturer narrative:
The insulin pump had a frozen display followed by a constant tone due to a faulty connector on the interface board. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump was dropped and that the display was frozen, even with the battery removed. The blood glucose reading was not recalled. She reported that the insulin pump was giving a constant tone when the battery was in. She stated that there was no visible damage. Customer was unable to run a self test. She stated that the buttons were unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.